Event description:
It was reported via repair work order that the scale/bed exit were inaccurate due to bed being zeroed with patient in bed. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.